Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2011. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) and right atrial (ra) leads were returned for analysis and tested out-of-specification. The leads were replaced. No patient complications have been reported as a result of this event.